Manufacturer narrative:
Batch cf0840 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] I got 2nd degree burns from the robax wraps for the back [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number cf0840, expiration date apr2022, from 2018, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that she got second degree burns from the thermacare heatwrap for the back on (B)(6) 2020. She had to go to the doctor and they gave her some cream. "I use these all the time and this has never happened. I get them every month because I need them." The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2020. The outcome of the event was recovering. Product quality complaints provided the following investigation information: batch cf0840 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (02mar2020): new information from the product quality groups includes: investigation results., comment: based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. This case will be re-assessed should additional information becomes available.

Event description:
I got 2nd degree burns from the robax wraps for the back [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number cf0840, expiration date apr2022, from 2018, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that she got second degree burns from the thermacare heatwrap for the back on (B)(6) 2020. She had to go to the doctor and they gave her some cream. "I use these all the time and this has never happened. I get them every month because I need them." The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2020. The outcome of the event was recovering. Company clinical evaluation comment: based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. Comment: based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out.

Event description:
Event verbatim [preferred term] I got 2nd degree burns from the robax wraps for the back [burns second degree] . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number cf0840, expiration date apr2022, from 2018, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that she got second degree burns from the thermacare heatwrap for the back on (B)(6) 2020. She had to go to the doctor and they gave her some cream. "I use these all the time and this has never happened. I get them every month because I need them." The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2020. The outcome of the event was recovering. Product quality complaints provided the following investigation information: batch cf0840 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (02mar2020): new information from the product quality groups includes: investigation results. Follow-up (30mar2020): this case is being submitted to notify that the follow-up information for this case was first received by the company on 30mar2020 and not on 02mar2020 as previously reported. Due to safety database technical limitations, the field "initial receipt date" (i.e., company first awareness date) can no longer be modified., comment: based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Batch cf0840 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.